Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not recognize battery pack) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned battery charger sn (B)(4) and reported that the battery charger was unable to recognize the patient's battery packs.